Event description:
Following deployment of te trunk-ipsilateral device component, the physician questioned whether the proximal end of te trunk-ipsilateral device was covering the left renal artery, although ivus showed both renal arteries to be patent. Although at the end of the procedure, there was no endoleak or irregular flow through the left renal artery noted, the physician still questioned whether a scallop end of the proximal device was partially laying over the left renal artery because the proximal marker was so close to the left renal artery. The physician confirmed his suspicion by dilating a pt balloon in the left renal artery; a small waist was evident at the ostium of the renal artery. The physician decided, against recommendations by the co rep to pull the trunk-ipsilateral device down. This maneuver was successful; the device moved 2-3 mm. The final angiogram showed no endoleak and the bilateral renals were widely patent.